Event description:
It was reported that the two-year-old patient once gave herself insulin from the insulin pump on her own. It was stated that normally the keypad is locked. At the time of the report, the patient's blood glucose was 425 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).